Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that they were having an irregular heart rate. While recently in the hospital for an operation, the patient was reportedly told that the cardiac resynchronization therapy defibrillator (crt-d) would need to be adjusted to stop sending irregular signals which were causing the noted irregularity. It was noted via remote device interrogation that pacing thresholds on the left ventricular (lv) lead had increased. No action was reported to have been taken. The crt-d and lv lead remain in use. No further patient complications have been reported as a result of this event.